Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 301387, expiration date 11/30/2009). Reference medwatch report with a1 patient for the suspect device used in system 1.

Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 430 mg/dl on aviva system 1 compared back to back with a result of 174 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.